Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual review of the returned driver identified a twisted tip. No applicable dimensional analysis could be completed with the damage to the instrument. The failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. There are warnings in the package insert that state that this type of event can occur. Under care and handling of instruments: surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to minimize the risk of compromising their exacting performance. Root cause was determined to be design related. Corrective and preventive actions have been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
During a procedure the screwdriver bent; however, there was no patient injury or delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. There was no device or photos returned for evaluation. The device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Although device was not returned for evaluation, further investigation relayed that the root cause is attributed to the design of the device. Corrective and preventive actions have been initiated for the reported issue.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information.